Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) wouldn't turn on for the past couple of weeks. Troubleshooting was not possible at the time of the call as the consumer wasn¿t with the patient or didn¿t have any equipment with them. It was recommended that the patient follow up with their healthcare provider (hcp) to check the status of the ins. It was noted that the patient didn¿t have a managing hcp and physician listings were sent. No patient symptoms were reported and there were no complications. Indication for use is spinal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient's device was discharged and the manufacturing representative (rep) was able to get the device to respond. They will go home and charge the patient's device completely. They will work with the rep directly in the coming days as patient still does not have a managing physician. The doctor who used to manage patient's devices has left. She did not hear the term overdischarge at the appointment at all so she thought that the device was discharged only. Patient did not charge the device due to some family issues and some unrelated sickness, that's why the device was in the discharge state. The issue is resolved at this time. The patient's weight at the time of the event is unknown. No further information was reported.